Event description:
It was reported that the u2 drill was smoking during the course of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.

Manufacturer narrative:
During failure analysis, the reported event of the device smoking was confirmed based on inspection of the device after disassembly. The device had a burnt flex strip and corroded internal components. Corrosion of the device can lead to heat due to friction during use. Heat in the device can burn the traces in the flex assembly, causing the reported event of smoke.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete.

Event description:
It was reported that the u2 drill was smoking during the course of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.